Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a nasal jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2018 prior to the placement of the naso jejunal tube, the patient experienced an akinetic crisis and apoplexy and was hospitalized. On an unknown date, the patient experienced pneumonia and was treated with an unspecified intravenous antibiotic. On (B)(6) 2018, the patient pulled the nasal tube out, reason was not known.